Event description:
It was reported that after successful device preparation, the 10/40mm rx acculink stent delivery system was being loaded and advanced on the wire. Prior to entering the patient anatomy, the tip was noted to be slightly separated from the stent delivery system. The stent delivery system was removed from the wire without issue. Reportedly, no resistance was felt during advancement or removal from the .014 wire. A second rx acculink stent was implanted successfully. There was no adverse patient sequela and no clinically significant delay in procedure noted. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.